Manufacturer narrative:
The transcatheter transfemoral delivery system model and size is unknown. Possible device used ¿ edwards retroflex 3 delivery system ¿ PMA p110021, edwards novaflex+ delivery system ¿ PMA p130009, or edwards commander delivery system ¿ PMA p140031. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a thv valve case in the mitral position, a left ventricular (lv) ¿puncture¿ occurred. No further information regarding the root cause of the lv perforation, actions taken or planned, or the status of the patient were provided at the time of the report.

Manufacturer narrative:
Additional information: section a 2: age at time of event, section a3: patient sex, section d1: brand name, section d4: model number, serial number, expiration date, section h4: manufacture date, section h6: evaluation codes. Corrected information: section g5: PMA/510(k) number. Additional information indicated, a 29mm sapien 3 valve was implanted in the mitral position via a full sternotomy. Due to the direct approach used, a wire was not used to guide the certitude delivery system. Per medical opinion, the perforation was caused by the delivery system nose cone, during the advancement and placement of the valve. The current status of the patient was not provided. Information regarding the mitral annular measurement was not provided. Severe valvular calcification was reported. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation, during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards, before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, procedural factors (direct approach without a guidewire, manipulation of the devices). In additional, to patient factors (severe valvular calcification) likely, contributed to the reported ventricular perforation. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed, against trending control limits on a monthly basis. And any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.